Manufacturer narrative:
The complaint of pacemaker in backup mode was confirmed. The backup condition of device was verified when received. Product code was downloaded, and analysis was performed. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup consistent with integrated circuits anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the pacemaker was in backup vvi (bvvi) mode. Programming changes were made to resolve the issue, but the device reverted to bvvi shortly after. On (B)(6) 2021 the pacemaker was explanted and replaced to resolve the issue. The patient condition was stable before, during, and after the procedure.